Event description:
Customer reportedly obtained results of 293mg/dl and 246mg/dl on advantage sys 1 while obtaining a result of 99mg/dl on advantage sys within 10 minutes. No action taken on device results. No adverse event reported. Requested return of suspect sys and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in advantage sys 1.